Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a blank screen on their insulin pump due to a battery cap missing. The patient's blood glucose level was at 119 mg/dl. The customer was sent a new battery cap. No further information was provided.